Event description:
Customer states: pump overran and pumped air into pt's stomach. Nurse pumped air from the pt's stomach.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty, pump stopped pumping and alarming "no food" (or pump finish dose: alarming "dose done").